Event description:
It was reported that the patient presented in the clinic for a scheduled procedure. During the procedure, it was noted that the left ventricular lead could not be inserted into a vein that had acceptable pacing measurements. The lead was not used and was replaced. The patient was stable throughout the procedure.